Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) alleging that their sample thread on their penlet was damaged/stripped. The patient mentioned that the alleged issue with the lancing device occurred approximately two weeks ago. Due to the alleged issue the patient was unable to obtain a blood glucose reading. The patient has had the subject lancing device for a few years. At an unspecified time after the alleged issue began, she developed symptoms of sweating, hunger, fear and irregular heart beat. She immediately self-treated with food/drink and did not seek any further medical attention or contact their physician for assistance. The patient was not tested on another device. The product was replaced. This is not the first time the lancing device was being used. The patient denied any misuse of the product. The complaint is being reported since the patient alleged that due to the alleged issue with the lancing device, they were unable to test their blood glucose, later developed symptoms suggestive of a serious injury and had to self-treat with food/drink.